Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient received inappropriate atp therapy. Noise, oversensing, varied pacing impedance measurements, and intermittent loss of capture were observed. The lead was explanted and replaced. Everything went well with the procedure.